Manufacturer narrative:
Patient¿s information is unknown. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a retrograde/antegrade femoral nail (rafn) procedure on an unknown date, the drill guide was worn out and the drill bit was starting to stick when passing through it. The surgeon did complain about it not passing through smoothly as it should. There was no harm to the patient and no surgical time delay. Procedure was completed successfully as anticipated. Concomitant device reported: cannulated drill bit (part# 351.27, lot# unknown, qty 1). This report is for one (1) 3.2mm guide wire 290mm. This is report 1 of 1 for complaint (B)(4).